Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced leakage. The following information was provided by the initial reporter: material #: 2426-0500 batch/lot #: 20113285. Part name: bd alaris pump module administration sets. I have a report of tubing leaking when used for propofol. I have the product still attached to the bottle. Propofol tubing leaking into the floor after new bottle was spiked and primed. Tubing was primed and ready to be hung but not connected to the patient. Noted drips of propofol in the floor. Tubing was clamped with roller clamp per protocol.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/18/2021. H.6. Investigation: one used primary set, model 2426-0500 lot 20113285, was received by the customer for investigation. A bottle of propofol was also returned attached to the primary set. The set was visually inspected and no defects were observed. The sample was primed with a blue dye solution and functionally tested. No leak was observed. The tubing underwent pressure testing and again no leak was observed. The customer's complaint of tubing leaking could not be verified. The roller clamp also was not observed to have any defect. A device history record review for model 2426-0500 lot number 20113285 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. There is no known reason why the roller clamp would not be able to be used with propofol. However, please note that propofol should be administered via dehp free tubing sets and changed every changed every 12 hours. Alaris pump set 2426-0500 does contain dehp and would not be suitable tubing for propofol administration. Any tubing set can be used as long as it is dehp free. A complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of leakage with lot #20113285 regarding item #2426-0500 a complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of clamp issues / damage related to clamp with lot #20113285 regarding item #2426-0500 h3 other text : see h.10.

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced leakage. The following information was provided by the initial reporter: material #: 2426-0500 batch/lot #: 20113285 part name: bd alaris pump module administration sets I have a report of tubing leaking when used for propofol. I have the product still attached to the bottle. Propofol tubing leaking into the floor after new bottle was spiked and primed. Tubing was primed and ready to be hung but not connected to the patient. Noted drips of propofol in the floor. Tubing was clamped with roller clamp per protocol.